Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a broken conductor wire at distal end. The instrument was returned with the cautery cord already cut off. The instrument was placed and driven on an in-house system, it passed the recognition and engagement tests and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage. No errors occurred during in-house testing. A review of logs showed no failures. Additional observations not reported by site: the instrument was found to have homing failure during initialization based on log review, but not during in-house testing. A review of logs showed three 22026 error codes indicating "vessel sealer extended failed during homing on universal surgical manipulator (usm)2." The instrument was placed on the system and passed self-test on multiple attempts. The instrument was found to have a dislodged ceramic dot. The ceramic dot was not returned along with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument had a broken wire. The procedure was completed as planned with no reported injury.